Event description:
Reporter indicated that a dell handheld computer froze while interrogating a patient. A flashcard reinsertion resolved the issue. The event resolved, so the device will not be returned.